Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging that the insulin pump was under delivering. Customer assisted for troubleshooting and there was no leaks and air bubbles. Customer performed self test and displacement test and both were passed. The insulin pump will not be returned for analysis.